Manufacturer narrative:
(B)(4).

Event description:
It was reported that three pacer wire caps were left in the patient after the leads were explanted, which resulted in a prolonged infection until the caps were expelled by the patient's body. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.